Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has experienced multiple falls over the past few weeks, and the atrial lead exhibited increasing/high thresholds, a possible loss of capture, and decreasing p waves. Additionally, it was suspected that the lead was not pacing appropriately. The lead will be repositioned. No further patient complications have been reported as a result of this event.